Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex duodenal soft uncovered stent was used to treat a pyloric stenosis during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician started to deploy the stent. However, when the stent was halfway released, the stent became hard and could not be further deployed. When the physician attempted to deploy the stent further with force, the stainless steel shaft got bent. The physician was not able to retract and remove the stent. The physician then decided to forcibly deploy the stent, however, the stent was placed and shifted to the anal side from the target position. The stent remains implanted and the procedure was completed with another wallflex duodenal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block has been updated based on additional information received on january 10, 2018. A fully deployed wallflex duodenal soft uncovered stent delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the stainless steel tube was kinked. There were no other issues noted with the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident; the stainless steel tube was kinked. The damages noted with the device were consistent with the application of excessive force to the delivery system during usage, which may have caused the failure of the stent to deploy at the target area. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex duodenal soft uncovered stent was used to treat a pyloric stenosis during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician started to deploy the stent. However, when the stent was halfway released, the stent became hard and could not be further deployed. When the physician attempted to deploy the stent further with force, the stainless steel shaft got bent. The physician was not able to retract and remove the stent. The physician then decided to forcibly deploy the stent, however, the stent was placed and shifted to the anal side from the target position. The stent remains implanted and the procedure was completed with another wallflex duodenal stent. There were no patient complications reported as a result of this event. Additional information received on january 10, 2018. The second wallflex duodenal soft uncovered stent used to complete the procedure was placed next to the first stent and was placed across the pyloric stenosis, which was a 3 cm size lesion. The patient's condition at the conclusion of the procedure was reported to be fine.